Event description:
It was reported that during the implant procedure, when this right ventricular (rv) lead was implanted, the impedance values were high, and out of range (2100 ohms). Repeated attempts were made to reposition this lead, but the issue was not resolved. The lead was exchanged for a new one to complete the procedure without further issue. No adverse patient effects were reported. This lead was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the procedure, when this right ventricular (rv) lead was implanted, the impedance values were high, and out of range (2100 ohms). Repeated attempts were made to reposition this lead, but the impedances were still over 2000 ohms. The lead was exchanged for a new one to complete the procedure without further issue. This lead is expected for return. No adverse patient effects were reported.